Event description:
During the index procedure, the physician used three in.pact admiral paclitaxel-eluting pta balloon catheters to treat a lesion located in the sfa of the right leg. Approximately 22 months post index procedure, the patient suffered restenosis of the right sfa, which was treated 10 days later with an inpact admiral paclitaxel-eluting pta balloon catheter. The investigator indicated that the event was not related to the study device, procedure or drug. The cec indicated that the event was a target lesion revasc and was related to the study device, but was not related to the study procedure or drug.

Manufacturer narrative:
The previously reported restenosis of the right sfa is reported as resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.